Event description:
Information was received indicating that this ambulatory infusion pump had a bad internal battery. It was not specified whether or not this was observed during infusion or interrupted therapy. No adverse effects were reported.